Manufacturer narrative:
This event was reported to have occurred on an unspecified date in (B)(6) 2017. Address line 1 (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particle on the valve of three (3) exactamix 2400 valve sets. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Three (3) samples were returned and evaluations are complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspections with magnification were performed and noted dark spots on the valve body outlet ports of each sample. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.